Event description:
Add'l info received from rptr 08/27/2013: surgery for lap band resulted in MDR e. Coli infection followed by gore-tex mesh and alloderm that failed to implant. Had to be removed and finally permacol implant all for ventral hernia. With alloderm I believe I still had some changing form of supra e.coli infection inside my abdomen that was left open to drain the pus from abscesses. Two were found with 1st gore-tex mesh; one above mesh and one below mesh. This infection remained and was treated with antibiotics after (B)(4) was called in to find what antibiotic would kill the supra e.coli. My abdomen remained open approx 4 months. I had odor, flaking, I couldn't walk, ex-treme drainage. One bad product after another resulted in more surgery lost tissue and intestines and muscle. Implant dates: (B)(6) 2009, (B)(6) 2010. Explant dates: (B)(6) 2009, (B)(6) 2010.

Event description:
Patient implanted with gore-tex mesh (B)(6) 2009, for hernia repair. Four days post-op gore-tex mesh was extracted due to frayed and twisted material. Patient reports she suffered from e.coli infection and abscesses. (B)(6) 2009, she was implanted with alloderm mesh to treat the hernia. Patient states "did not take" therefore revision surgery was performed at a later date. Pt states that she received a letter from FDA informing her to be tested for multiple diseases as a result of possible contraction from the alloderm implant. Pt reports watching a documentary on television that claimed in 2006, alloderm devices were stolen from cadavers and sold to (B)(4), which were then reused on new patients. According to the documentary (B)(4) people may have received the alloderm implants.